Manufacturer narrative:
(B)(4). Batch # l91g9y.

Event description:
It was reported that during a skin lift after sleeve gastrectomy/large weight loss procedure, synergy blade was used, but during procedure, generator gave error message "double contact activation." The surgeon double checked that he was only activating one of the contacts, and error message still persisted. The nurse changed the synergy blade and the error message still persisted. The nurse changed the hand piece, and combined with second synergy blade, the problem was solved. There was a delay of five minutes. The patient was discharged. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l91g9y. The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components. The moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.